Event description:
It was reported that patient underwent shoulder arthroscopy in 2008. During the procedure, the surgeon attempted to insert a titanium screw anchor in very hard bone and the screw fractured in the bone. The surgeon then used a k-wire to create a hole and attempted to insert a second screw, and it also fractured in the bone. The surgeon trimmed the anchors smooth to the bone, and they remain implanted in the patient. Both titanium screws are from the same lot.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. The surgical technique and the precautionary statement clearly state that "prior to insertion of the implant, predrill, awl or tap." Additionally, it states "do not use excessive force when inserting suture anchors. Excessive force may cause fracture or bending of the device." Evaluation of the returned portion of the components found evidence that they appeared to have failed in torsional overload.this report filed november 5, 2009.